Event description:
The customer reported incorrect operation of the valves in the nbp system were observed and the nbp system was observed-nibp/incorrect. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). Analysis was performed at a philips bench repair facility by a philips bench repair technician. Diagnostic/functional testing was performed in accordance with the service manual. The reported problem with overstating measurements has not been confirmed. However, during the tests, incorrect operation of the valves in the nbp system was found and a periodic lack of measurement for this reason. As part of the repair, it was necessary to replace the nibp assembly. Functional and safety tests were carried out, which ended with a positive result. Full functionality has been restored. The device is working properly. Based on the information available in the case, the cause of the reported problem was confirmed to be the nbp assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.